Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had alarmed no delivery alarm. Customer's blood glucose was 300 mg/dl. Customer mentioned the issue was resolved by a complete set change. Customer mentioned to have high blood glucose at 404 mg/dl before due to bent cannula. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.